Manufacturer narrative:
The steris 20 sterilant cup is designed and manufactured to prevent user contact with the active ingredient, peracetic acid. Instructions in the system 01 operator manual as well as labeling on the steris 20 product include handling precautions to mitigate user contact with peracetic acid. Based upon the info received by steris, the root cause of this incident is related to mishandling of the product. Steris's investigation revealed that the product was within its expiration date (lot # 5412c01117 expiration date july 2007). Retained samples of this lot were inspected and verified to be within specification. The staff at aspen medical group discarded the steris 20 cup relating to this incident, so it was not available for inspection. In response to this incident, steris provided the customer with further in-service training on the safe and proper handling and use of steris 20 sterilant.

Event description:
In 2007, aspen medical group reported that a hospital nurse received a burn on the arm after being exposed to steris 20 sterilant. The nurse was preparing to place an s-20 sterilant container into a system 1 processor and was "softening" the cup to break up and loosen the powder in the container, per procedure. According to the customer's account, acid splashed on the arm of the nurse during this exercise. Per msds, the employee applied water to the contacted area and received silvadine ointment as treatment for the burn. The nurse was immediately seen by a physician according to info received from the steris account manager, and was diagnosed with a second degree burn. She is wearing a temporary bandage over the exposed area. The account manager has reported that the nurse is "alright" and has returned to work. No further info on her condition has been provided.